Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported the closure device has a gap and an acute cerebrovascular accident (cva) occurred. In (B)(6) 2013, a left atrial appendage (laa) closure procedure was performed. A 27mm watchman ® laa closure device was deployed, but the device did not span the ostium. It was partially recaptured and deployed again, but it still did not span the ostium; therefore, it was fully recaptured and removed. It was exchanged with a 30mm watchman ® laa closure device. The patient had the 30mm watchman ® laa closure device successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. In (B)(6) 2014, the patient had 12 month follow up imaging performed which revealed a 6mm flow around the device. There was no thrombus observed on the device at that time. In (B)(6) 2017, the patient presented to the hospital with difficulty finding words and was hospitalized. At this time, the patient was on apixaban. A computed tomography (CT) scan was performed with other lab tests. The patient suffered an acute ischemic cva. Imaging was performed at the time of the stroke. It noted a flow around the device and an intra-device thrombus within the laa. The patient continued on apixaban and aspirin they were discharged 24 days later and their symptoms are recovering/resolving.